Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the caller reported the therapy didn't seem to be working correctly for the patient's symptoms for at least over a year now. The caller stated they'd gone through each program and cranked it up as much as they could but it didn't work and the patient wanted it removed. The caller asked if the agent had information on what the patient's initial settings had been as the patient no longer had a managing health care provider (hcp) since they'd left the army and that the patient had moved 4 times since the patient was implanted. The caller wanted to know about what the different programs meant. The caller stated they'd tried the 4 available programs for the patient and increased them up as far as they could. The caller stated they would go up until the patient stated it was "too much" and then they'd bring the stimulation down to where it didn't hurt any longer but none of the programs seemed to do anything and the patient wasn't getting the urgency to know they needed to go to the bathroom and would just have accidents. The caller stated they'd just connected to the patient's settings very recently (in the last day or so) to change the patient's therapy level. Patient services reviewed device description/function and therapy expectations with the caller as well as programming and stimulation considerations. Caller stated the patient hadn't felt the stimulation in the bike-seat region when they increased but rather like a shock at the ins site/ "right where the implant" was. Patient services asked the caller if the patient had any falls or traumas that could have led to the issue and the therapy no t working for the patient's symptoms and the caller stated "oh yeah, she's fallen several times," and explained patient's medical history: that the patient had a couple of strokes since the implant and then the patient had been diagnosed with a brain tumor (a schwannoma), which affected the patient's balance so the whole thing was kind of a mess and it had been that way for probably the last year or so and that the patient needed to do mris but they weren't able to get mris because of the implanted system. Patient services reviewed the potential impact of a fall on an implanted system with the caller as well as MRI compatibility considerations and ins battery longevity considerations with the caller and the caller and patient were redirected to a healthcare provider to further address the issue and discuss next steps. Patient services sent the caller physician listings at the caller's request and warm transferred the caller over to patient registration at call's end to update the patient's address.

Event description:
Additional information was received from the patient. They reported that they had an appointment with their doctor on (B)(6) and removal was scheduled for (B)(6). The cause might be due to the fall or battery life exceeded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.